Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found the inner assembly separated from the outer assembly. Scratch marks were also found on the inside of the distal tip of the outer assembly which exhibits evidence of producing metallic particulate. Additionally, the inner assembly was damaged, bent, at the flex shaft and the inner hub. This is a technique dependent device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A lot history review was conducted and there are no similar complaints within the past two years for this lot number and failure mode combination. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A conmed representative reported on behalf of the user facility that during surgery, the hps-hb01 burr magnetic mechanism fell out into the joint, which was retrieved with an arthroscopic grasper. The procedure was completed with an alternate hps-hb01 device. No patient injury reported. This report is being raised based on a reported malfunction with potential for injury with recurrence.